Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed a scrotal infection. Therefore, the patient underwent a surgery to remove the ipp and implant atactra. The type of infection was not determined; however, it was indicated that the device contributed to its development. The affected zone was washed out with antibiotics. No additional patient complications were reported.